Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found.

Event description:
Attempted implant/not implanted/not used, unable to advance lead through correct introducer on 10-may-2010, it was reported that during the implant procedure, the lead could not be advanced. The lead was not implanted. No patient complications were reported as a result of this event.